Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the sphincterotome was advanced from the end of the scope, the device had an incorrect orientation. The physician attempted to correct the orientation of the device by manipulating the endoscope but was unsuccessful. When the sphincterotome was removed from the patient a kink was noticed in the catheter shaft. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent/kinked approximately 62 cm from the tip. Functionally, the device was able to bow past 90 degrees which meets the minimum bowing specification. The condition of the returned incident device was consistent with the complaint that the catheter was kinked. During manufacturing, tome devices are 100% inspected for working length integrity so the kink likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the sphincterotome was advanced from the end of the scope, the device had an incorrect orientation. The physician attempted to correct the orientation of the device by manipulating the endoscope but was unsuccessful. When the sphincterotome was removed from the patient a kink was noticed in the catheter shaft. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.